Manufacturer narrative:
Because the site had already concluded this was not a product issue, they discarded the electrosurgical pencil. The generator is not being returned because the site is satisfied with their testing of the unit as ok.

Event description:
The report stated that there was a fire at the tip of the pencil. The hospital reported that they believe the fire was a result of increased oxygen and do not believe the fire was a result of increased oxygen and do not believe the fire was a result of a malfunction of the generator or the electrosurgical pencil. The pencil was a covidien electrosurgical pencil but the catalog number and lot# were unknown. The pt did not receive any burns or other injuries. The biomedical engineering department checked the generator out and it was reported as ok.